Event description:
It was reported that during an unknown procedure, the instrument didn¿t cut well. It lacerated instead of cutting. Customer retrieved two blue little parts inside the patient and remove them. Customer used two instruments that gave the same problem. No patient consequence was reported. Two devices are being returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. A plastic bottle with two blue little pieces was returned along with the instrument. The device was functionally tested on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. As the device activated and cut and seal the test media using the foot switch, no conclusion could be reached as to the issue of the device not sealing the device was disassembled to inspect internal components and corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for cleaning before shipment for analysis. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. The material of the blue little pieces returned is likely from the surgical environment like, gowning or blue drape cover material, usually placed on the patient or instrument tables. There have been incidents where the instrument is inadvertently activated on one of these surfaces which result in melting of the material onto the blade. The material is later found in the surgical site or on the instrument.